Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initially, it was reported that the patient was scheduled for generator replacement due to end of service. An implant card was received indicating that the patient underwent generator and lead replacement. The reason for replacement was not indicated. The explanted generator was received for analysis. Analysis of the generator was completed on (B)(6) 2014. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Review of the data downloaded from the generator identified that high impedance occurred prior to generator replacement on (B)(6) 2014. Operative notes indicate that the patient was scheduled for generator replacement. It was noted that the generator was replaced and connected to the existing lead. Device diagnostics resulted in high impedance. The surgeon removed and reinserted the lead pin in the generator header several times; however, this did not resolve the high impedance. The lead was then replaced. Device diagnostics with the new generator and lead were within normal limits (1352 ohms). No additional relevant information has been received to date.